Manufacturer narrative:
Device passed displacement, sleep current measurement, and active current measurement tests; it failed self test in that the vibrator did not vibrate when it was supposed to. After further review, there are signs of previous moisture presence inside the battery compartment, and the battery board underneath the battery compartment inside the device is heavily corroded. Did not note any cracks in the battery compartment, around the reservoir tube lip, or in the retainer ring. Furthermore, the reservoir retainer ring is solidly attached to the reservoir tube lip.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had blank display. The customer¿s blood glucose level was 11.2 mmol/l at the time of the incident. Customer stated insulin pump display did not returned. Troubleshooting was performed. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan per health care professional instructions. The insulin pump will be returned for analysis.